Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that alert/notification settings occurred. On (B)(6) 2025, the patient experienced a loss of consciousness. At the time, their continuous glucose monitor (cgm) displayed a reading of 40 mg/dl. Prior alerts from the cgm were missed, and no blood glucose (bg) check was performed before the loss of consciousness. The patient regained consciousness approximately 10 minutes later. Upon arrival, paramedics measured the patient¿s bg at 38 mg/dl and administered intravenous (IV) fluids for treatment. The patient declined transport to the hospital. At the time of this report, the patient reported feeling better. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR additional information is required. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
It was reported that alert/notification settings occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was undetermined due to no data was found within the investigation window. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).